Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, shaft separation was reported. The 3.0x12mm taxus express2 drug eluting stent (des) had been chosen to treat an unk lesion. While removing the stent delivery system (sds) from the sterile packaging, it was noticed that the distal shaft and sds hypotube were "detached." The device did not contact the pt. The procedure was completed using another device.